Event description:
It was reported that the patient had a suspected right ventricular (rv) perforation and pericardial effusion. The rv lead was removed. During the implant attempt of the replacement rv lead, there was unresolvable sensing and noise. A different lead was implanted.no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).